Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recording, the device was started up at 18:09:04 on (B)(6) 2021. The patient was in sinus rhythm at 80 bpm with motion artifact and electrode lead fall off at 19:21:06. The device was shutdown at 19:30:30 and started up again at 19:38:24. The patient's rhythm was obscured by motion artifact at 03:38:04 on (B)(6 )2021. The patient was in sinus rhythm at 80 bpm with motion artifact and electrode lead fall off at 03:38:25. The device was shutdown at 03:46:19 and started up again at 06:53:03. The patient was in sinus rhythm at 80 bpm with frequent pvc's at 09:12:19. The patient's rhythm degraded to vt at 270 bpm. The lifevest detected the vt arrhythmia, but response button use delayed delivery of a shock. The device was then shutdown at 09:13:50 before a shock could be delivered. Reporting event out of an abundance of caution as it was not reported who was pressing the response buttons or shutdown the device.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date; monitor 02/07/2018; belt 11/24/2015.